Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. According to the instructions for use (IFU), if only connected to one power surce, the controller will function, but will sound an alarm after twenty seconds. Disconnection of both power sources will lead to loss of power to the pump with a subsequent pump stoppage. The IFU explains the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU, users are instructed to return any damaged components to heartware. The instructions for use (IFU) and patient manual caution the user to use only heartware supplied components with their heartware system. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that this patient presented to the clinic with a cracked power port on controller. The controller had been replaced one month prior and last fall. The patient refuses to carry issued pack due to aesthetic concerns. The site is working with patient to secure controller in backpack. The controller was subsequently exchanged. The patient reported anxiety as a result of this issue. There were no further consequences or impact to the patient.

Manufacturer narrative:
The reported event of a cracked power port assembly was not confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the device revealed that device failed visual inspection due to a loose power port 1 (ps1) connector and not cracked as reported. Loose power connectors are currently being investigated by the manufacturer with the supplier. Further analysis revealed that the power port locknut was found loose internally. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.